Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading is 177 mg/dl. Customer states the drive support cap is protruding. The insulin pump is stuck in the rewind loop. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.